Event description:
The tip of the pencil sparked during a procedure.

Manufacturer narrative:
No product was returned for evaluation. A review of our complaint history and investigations have shown the cause to be attributed to the use of electrosurgery in the presence of flammable anesthetics, flammable prep solutions, oxidizing gases such as nitrous oxide or in oxygen enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by design. Warnings are included in the user's manual of the use of electrosurgery in this kind of environment.